Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device was not working starting two days ago and had a loss of therapy. Patient increased the stimulation and stated it did seem to be working since increasing stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer: the patient's spouse did not know the reason there was a loss of therapy, but said the setting was increased and the patient had better results now. No further complications were reported.